Event description:
O.r. Manager reported that a male patient was transferred from the stretcher onto the urology table for his retrograde-cystogram procedure. The staff inserted the film cassette into the bucky tray to take a k.u.b. Scout film, but it became stuck. They were unable to remove the film or fluoro. The patient was transferred to another room for the procedure. He reported that there were no injuries to the patient.

Manufacturer narrative:
Field service engineer inspected the system and found that the film was stuck in the bucky tray because the entrance was jammed. Field service engineer un-jammed the door, realigned the door mechanism/actuator and checked the system for proper operation per maintenance section of service manual 401958 and then returned unit to service.